Manufacturer narrative:
(B)(4). (B)(4), USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag (B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional information is available.

Event description:
It was reported that the heart lung machine hl20 has displayed a safety-s error. This did not occur during patient treatment. The safety-s error refers to a failure regarding a recurring deviation between the measured and set value of the pump speed of at least 10%. Example: the pump speed is set with 1000 rounds per minutes (rpm) and the actual speed is measured on the pump head with >1100 rpm. In order to protect the patient from excessive pump speed, an automatic pump stop is generated together with the safety-s error. In order to restart the pump, the user has to follow the instructions in the user manual. As no patient was involved, the clinical situation is unknown. No information have been provided to the manufacturer. No patient involvement (B)(4).